Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an unknown instrument tip was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: the event could not be determined because insufficient information was provided. Further information such as photographs/video of the event as it occurred, primary operative reports and device identification and return of the device are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "hip revision - peri prosthetic fracture. Cables, changed out restoration modular body, liner and head. When doc took liner out he wanted to tighten cup screws. When he did that, the screw driver tip snapped off." This pi is for the intra-op event (screw driver tip).